Event description:
It was reported that as part of daily checks, the cs300 intra-aortic balloon pump (iabp) was discovered to have a broken electrocardiogram (ECG) connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6).

Manufacturer narrative:
Updated data: h11 (type of investigation, investigation findings, component codes, investigation conclusions). The following investigation, performed by technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received the following parts associated with this complaint:part ECG cable assembly, part blood pressure cable assembly ram 1113, manifold, drive.these parts were received with complaints of a damaged ECG cable assembly and intermittent low vacuum alarms.the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition, with the exception of part ECG cable assembly, which is damaged.part blood pressure cable assembly was returned as a precaution.the failure analysis and testing dept. Installed part manifold drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. After an extended run - in time, the fat could not verify the failure of intermittent low vacuum alarms.the drive manifold passed testing along with part blood pressure cable assembly.sending the drive manifold to the supplier per procedure.the following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne,failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.